Manufacturer narrative:
During a follow up call on (B)(6) 2016, the customer stated that the cartridge alarm had not reoccurred. Additionally, when tandem's technical support followed up on (B)(6) 2016, the customer stated that during a routine cartridge change, the cartridge alarm did not reoccur. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. There was no impact to the customer's blood glucose level.